Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported pain/event; however, the initial reporting stated the size device implanted at primary surgery did not achieve the desired results and was a contributing factor. The initial reporting indicated the product was not suspected of failing to meet specifications/or of contributing to the event. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain attributed to oversized implant.